Event description:
The customer reported to zoll distributor that a fully charged autopulse nimh battery was used but "battery empty" appeared on the screen as soon as the platform started compression. Additional information was received on (B)(4) 2013: manual CPR was administered on the patient. According to archive data, the battery's led was lit green when the battery came out of the charger and 6 hours later. It ran for about 1 minute and 40 seconds. The battery was charged within 2 days before placing it into active operation. It was reported that user advisory (ua) 44 and 13 were displayed on the autopulse platform screen at the time of the issue. No adverse patient sequelae has been reported.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see related MFR report #3003793491-2013-00627 for autopulse resuscitation system model 100 with sn (B)(4).